Event description:
A pt reported blood glucose results of 65 mg/dl, 107 mg/dl, 137 mg/dl, 159 mg/dl, 146 mg/dl, 153 mg/dl and 157 mg/dl with a lifescan meter, performed within 10 minutes of each other. Pt did not have control solution with them they will call back to perform a control solution test.